Event description:
On 04/16/08 - reporter called and stated that this account has a bed, no serial number available that has an intermediate siderail issue. On 05/23/08 - sum - tsr stated that the siderail would not latch, he found dirt on the latch pin, he cleaned the pin, cleaning the latch pin repaired this bed. He stated that there was no injury from this issue.